Manufacturer narrative:
On 8-dec-2022, the product investigation was completed based on the received photograph. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, blood residues were observed on the hub of the vizigo sheath, however there is no evidence of a dislodgment of the hemostatic valve nor evidence of a leakage on the device. Although blood residues were observed, there is no evidence of a thrombus/clot, the blood residues inside the hub can be the usual result of the use of the device during procedure. Also, there is no evidence of a damage on the device. The device history record evaluation (DHR) cannot be performed due to the lot number was not provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, the bwi product analysis lab received a photo of the complaint device. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The medical team reported that there was a blood clot stuck in the valve which they were unable to flush away. No carto errors occurred. The physician noticed blood clot in valve as evidenced by pictures provided. Unknown if the patient was anticoagulated. The sheath was not used on the patient as the issue was noticed while flushing the sheath before fully inserting into patient. Air did not enter the patient¿s body. The approximate volume of blood that was lost was unknown. The lot number of the sheath was unknown. The event occurred on (B)(6) 2022 but was reported to bwi on (B)(6) 2022. Thrombus/clot is MDR-reportable. Hemostatic valve leak is MDR-reportable.